Event description:
It was reported that the target lesion was the cx vessel (ramus circumflexus) with a plaque ratio of 50-75%. When the pressure guidewire was advanced to cross the plaque, the physician felt resistance as he tried to move the pressure guidewire forward. The physician removed the pressure guidewire out of the guiding catheter to make a better curve and he noticed that the metal coil of the tip was "expanded" or a metal was "hanging" from the tip. There were no missing parts reported. The physician stopped the use of the damage pressure guidewire. The lesion was treated with a stent and another pressure guidewire of the same model was used and measured the ffr without complications. There was no pt injury or adverse events reported.

Manufacturer narrative:
(B)(4). The wire was received in damaged condition with the hypotube kinked at multiple locations and the corewire was broken at about 1.0 cm from the distal end and was exposed. The other part of the core wire was still attached to the dome and the tip coil. The pressure sensor was intact but the tip was bent and no pieces of the corewire or any other parts were missing from the device. The reported serial number cannot be confirmed because the wire connector was not returned. The manufacturing documentation for this device was reviewed. The device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.